Event description:
It was reported that the lead anchor tether was bulging in the patient's neck and an exploratory surgery was scheduled. Information was later received that the patient also complained of pain and itching where the lead was protruding from the neck. Surgery was performed where the lead was repositioned further under the skin, sutured, and secured. The surgeon stated that the patient may have had a foreign body reaction and there was no indication of infection. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available.

Event description:
Additional information was received that the lead was not sutured down and was just repositioned under the skin.